Manufacturer narrative:
The product was returned with the membrane folded inside the t-handle. The balloon was easily removed, and no damage was found on the t-handle. There was no blood on the exterior of the iab, and the device had not been used on a patient. A 7.5fr sheath was returned separately from the iab device, but it was the incorrect size. Three kinks were observed on the catheter tubing approximately 33cm, 30.7cm and 29.5cm from the iab tip. Extender tubing, pressure tubing, three-way stopcock, dilator, and angiographic needle were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours, which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. A leak may impact the ability to maintain vacuum. Marks were found on the distal part of the iab membrane but did not show any sign of damage, this may have happened from keeping the membrane inside of the t-handle for some time. Complaint record ID no. (B)(4).

Event description:
It was reported that when opening the intra-aortic balloon (iab) packaging, the iab catheter was found folded. The customer open a new set of iab immediately.

Event description:
It was reported that when opening the intra-aortic balloon (iab) packaging, the iab catheter was found folded. The customer open a new set of iab immediately. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).